Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that after the trial the patient was hospitalized due to an infection and loss of cerebrospinal fluid. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. It was noted that the patient received effective pain relief during the trial and there were no signs of infection at the end of the trial.